Event description:
It was reported that the cardiac resynchronization (crt) device underpaced due to t-wave oversensing (twos) and the twos prevented delivery of crt. The device and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: mdt-lead implantable defib lead. (B)(4).

Manufacturer narrative:
This (B)(4) implantable defibrillator was reported in regulatory report 3004209178-2013-18198.